Event description:
It was reported that while advancing the filter into the deployment sheath, the filter appeared to be getting caught at the connection point between the sheath and the storage tube; the physician decided to exchange the device and perform the procedure with another device. After concluding the procedure, the physician was inspecting the first device and identified that there was only one marker band on the dilator, the physician looked for the marker band, outside the patient, but it could not be located. Under fluoro, the physician searched for the marker band inside the patient; however, it could not be found. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device has been returned for evaluation and the investigation is currently underway.